Manufacturer narrative:
The serial number of the analyzer was (B)(6). Qc results were in acceptable range. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results for one patient sample on a cobas c 503 analytical unit. The initial result was 786 mg/dl. The repeat result was 296 mg/dl.

Manufacturer narrative:
The calibration was acceptable. The field service engineer decontaminated all of the probes, checked the rinse unit, and checked the alignment which were both normal. The analyzer alarm trace contained "sample probe: abnormal aspiration" and "abnormal liquid level" alarms. Based on the provided data, a general reagent problem could be excluded because calibration and quality control were acceptable. Due to the short centrifugation time, the investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.